Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. The customer was on the plane when they experienced low blood glucose of 40mg/dl. The customer treated with orange juice. Customer declined to troubleshoot for low blood glucose. Due to plane not taking off yet, the paramedics were contact; but customer declined to be treated by them.